Event description:
Info received on 9/4/2008 magna valve was explanted on eight days earlier. Sales rep commented that this complaint is infection related. No other details are reported yet at this moment. Info received on four days after the original date, magna valve was implanted due to aortic regurgitation on two months earlier. Pt also had tga and mitral valve was implanted same day. At implant, pt was not symptomatic of infection. Right after surgery, aortic regurgitation was found on echo. Later, moderate aortic regurgitation and symptoms of infection (staphylococcus capitis) were found. It seemed there was no problem found on the mitral valve. At explant of the mitral valve, vegetation was found on the aortic and mitral valves. They were both explanted and replaced with two devices. Product will not be returned for eval due to the infection. No further info available.

Manufacturer narrative:
Device not returned.